Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed for low oxygen. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually and through hearing. The service log file was delivered to hamilton. However the log files (error log, event log and teslaspy log) where not delivered to hamilton. This malfunctioning was reproducible. There is patient involvement reported. This event occurred during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, g4, g6, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed for low oxygen. - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually and through hearing. - the service log file was delivered to hamilton. However the log files (error log, event log and teslaspy log) where not delivered to hamilton. - this malfunctioning was reproducible. - there is patient involvement reported. This event occurred during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.